Event description:
It was reported that after sterilization of the screwdriver it still had black partials fall out. The screwdriver can not be cleaned properly.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: investigation revealed no discrepancies in material of manufacturing. Deviations in the inspection documents were not found, the functionality was given in full on the device at the stage of delivery. The reported event could not be confirmed during visual inspection.

Event description:
It was reported that after sterilization of the screwdriver it still had black partials fall out. The screwdriver can not be cleaned properly.